Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device and was not able to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: (B)(4). Section d4 gtin of the initial medwatch report should have indicated: (B)(4). Section d4 lot/serial no. Of the initial medwatch report indicates: (B)(6). Section d4 lot/serial no of the initial medwatch report should have indicated: (B)(6). Section h4 of the initial medwatch report indicates: 01/30/2020. Section h4 of the initial medwatch report should have indicated: 09/13/2022.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.